Event description:
On (B)(6) 2010, I underwent a left total hip arthroplasty. I received a lcs 12 mm large size aml femoral component, a 60 mm pinnacle 300 acetabular component with a neutrally effaced 60 mm x 40 mm chrome cobalt acetabular liner and a 40 mm +1.5 chrome cobalt femoral head and neck assembly metal-on-metal. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I have experienced severe pain, discomfort, and inflammation in my left thigh and left hip area. I also feel extreme discomfort when walking, sitting, or standing for periods of time. Diagnosis or reason for use: advanced traumatic arthritis/previous multiple fractures.